Manufacturer narrative:
(B)(4). Additional information will be provided following the conclusions of the investigation.

Event description:
Arjohuntleigh was informed about an incident with hoyer 600, which "snapped" at the top of the lift and a resident fell to the floor. "The following injuries allegedly occurred: resident diagnosis: r hip fracture, rib fractures on the right as well, chf, resp. Failure, copd. Resident cognitive status: alert with periods of confusion" in the subsequent communication, arjohuntleigh was informed that the resident passed away.

Manufacturer narrative:
This is a second follow up report to inform you about progress made until today. We have made another attempts to contact both the facility and the distributor concerning possible product evaluation. The last communication took place on (B)(6) 2017. Neither distributor of the device, nor customer facility responded to our attempt to reach them out. At this moment we are still not able to assess if the lift caused or contributed to patient death, we have not received the lift back, yet. Further information will be provided following the conclusions of the investigation.

Manufacturer narrative:
This is a follow up report to inform you about progress made thus far. We have performed several attempts to contact both the facility and the distributor concerning possible product evaluation. The last communication took place on (B)(4) 2017. At this moment we were not able to assess if the lift caused or contributed to patient death, we have not received the lift back, yet. Additional information will be provided following the conclusions of the investigation.

Manufacturer narrative:
An investigation was carried out into this complaint. During review of reportable complaints on hoyer 600 brand name registered within last 5 years, a limited number of similar events where scale detached with spreader bar from a jib were found. On 2017-sep-08 arjohuntleigh became aware of an incident with a hoyer 600 passive floor lift that occurred at (B)(6). It was reported that two caregivers were lowering a resident utilizing the lift when its scale (with a spreader bar) detached. The resident fell to the floor. The resident was lying on the floor on his back with the sling under the resident's body. The broken part of the lift (spreader bar scale) was lying on his chest. He complained about back pain. Fractures of rib and hip were sustained. The resident was hospitalized after the incident. It was later reported that the resident passed away (date of death remains unknown). It is also unknown whether the failure of the device was or may have been a factor in his death. The device was taken out of use. In course of the investigation arjo tried to establish the most likely root cause of the scale (with a spreader bar) detachment. There have been multiple unsuccessful attempts to establish if the resident's death was related to the incident. Despite multiple attempts to contact a distributor of the lift or customer facility, we have not received any additional details regarding the reported incident. On 2017-dec-11 we were notified by the distributor of hoyer 600 that the involved lift had not been evaluated and there is no additional information on this incident available. The customer was unresponsive to inquiries. A relation between the resident's death and the incident has not been confirmed either. The review of the previous complaints on hoyer 600 related to the issue of the spreader bar detachment showed that the root cause of these failures can be related to following errors of use: not performing regular maintenance/service of the device, unauthorized modification of the device. Because of the very limited information collected, none of these causes can be confirmed in this case. To conclude, the device failed to meet its specification when the incident occurred, it was used for patient handling and due to the spreader bar detachment contributed to the event. Upon the conducted investigation no specific root cause for this incident can be distinguished at this time. If any new information becomes available, the investigation will be updated accordingly and a supplemental report will be submitted.